Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse noticed the electrode on the instrument had been installed for over 2 years and it was showing signs of wear. To resolve the issue, the fse replaced the reference electrode and cleaned the reference block. (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
Customer questioned patient results for sodium (na) and chloride (cl) that were generated on the au680 clinical chemistry analyzer. The customer stated (B)(6)) proficiency samples for na and cl were slightly biased low. The customer noted that they maintained tight ranges. Due to the low bias, the customer questioned the patient results. There was no change in patient treatment in association with this event.